Event description:
The tube fell off of the needle. A long polyfin tube connects an insulin containing syringe in an externally worn pump. The long tube is attached at its other end to a short catheter assembly which is inserted into the skin. The tubing fell off of the catheter assembly without any trauma, e.g., snag, to cause the failure.